Event description:
The dr was performing blepharoplasty surgery and burned the cornea of four pts. One pt's burn resulted in a serious injury. The injury affects the pt's visual acuity and is permanent.